Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the tenaculum forceps instrument had a cable breakage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected before the start of surgery by the scrub nurse, no damage was seen to the instrument. The surgeon was holding the prostate. Instrument did not collide with any tool or instrument. The customer did not have the instrument available and could not answer whether the issue was related to opening/closing grips, left/right (yaw) motion, or up/down (pitch) motion. The cable was visible. Nothing fell inside the patient. The instrument has already been sent to strattner. There are no images available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp, one was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.